Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right ventricular (rv) lead dislodged. The rv lead was revised but upon returning implantable pulse generator (ipg) to pocket, noise was seen on atrial channel. It was verified by putting rv lead into port to test. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.